Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) was not working and the mouse had a red light. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) was not working and the mouse had a red light.